Event description:
It was reported that during patient follow-up when interrogating the generator an error code 254 (command failure) was seen. The error code was unable to be resolved with troubleshooting. A generator reset was then performed and following the reset, a low impedance error message was seen. Tablet data was provided for review. Review of the tablet data shows that the generator's reed switch had likely become stuck. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed.

Event description:
The suspect device was received for analysis. No other relevant information has been received to date.

Event description:
Update was received that the patient was able to feel stimulation again and that the generator appeared ok upon interrogation in pre-op, suggesting that the reed switch may have "un-stuck". It was decided by the surgeon and patient to replace the generator. The suspect device has not been received to date.